Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The same day as onset the patient presented to the emergency room (ER) for peritonitis, manifested by cloudy effluent. The same day the patient was treated with ancef, intraperitoneal (ip) daily, cefepime (ip) daily and cipro, oral, daily (dose and frequency was not reported). The patient was not hospitalized for the event. The cause of the peritonitis was reported as possibly related to a pd catheter cuff exposure; this was not confirmed. At the time of this report the patient was recovering from peritonitis. Additional information was requested, but is not available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for potentially associated lot number gd895417 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).